Event description:
It was reported that bd microlance¿ needle had foreign matter in the cannula. The following information was provided by the initial reporter: cuttings of the rubber stopper from fresenius containers when using bd microlance 3. Customer gives a total of 4 bottles with punched rubber (floating in the liquid) for examination.

Manufacturer narrative:
Investigation summary: DHR: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. We have been provided with four plastic bags: -1 bag with one nacl bottle with a used bent needle, syringe and one reference sample of lot 190108: returned needles were examined under microscope without observing damaged cannula point and well-deburred for used sample and reference one. No rubber particle were observed inside vial. -1 bag with one nacl bottle with a used needle, syringe and empty unit pack of lot 190210: returned needle were examined under microscope without observing no damaged cannula point and well-deburred. No rubber particle were observed inside vial. -1 bag with one nacl bottle and some precipitate substance with a used needle, syringe and one reference sample of lot 190210. Returned needles were examined under microscope without observing damaged cannula point and well-deburred for used sample and reference one. No rubber particle were observed inside vial. -1 bag with plastic bottle and a broken needle which was not possible to examine because all red liquid was leaked from bottle to bag. Bent needles could be due to damage during transport. Samples were tested (using different angles of penetration) using a lab vial with no difficulties and no particles from vials stopper fragmentation were found. Conclusion(s): based on above results and since DHR show no evidence, abnormalities and no issues during needles manufacturing related to coring effect and taking into account the preventive measures and controls in place during the cannula manufacturing process, the coring effect is unlikely to be caused by poor or insufficient de-burring process of the cannula. In addition, as a part of fraga cannula incoming inspection, visual examination (including cannula point conditions, flashes, cleanliness, clogged and crashed cannula), measurements and penetration test are performed. Moreover, the stopper and the technique used to penetrate the vial cannot be excluded to play a role and have some potential implication in the coring effect issues. Since most of the needles have a short bevel like the reported one, the needle should penetrate the stopper at 90ºc to avoid having coring effect.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 190210, medical device expiration date: 2024-01-31, device manufacture date:2019-01-29. Medical device lot #: 190218, medical device expiration date: 2023-12-31, device manufacture date:2019-01-08. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ needle had foreign matter in the cannula. The following information was provided by the initial reporter: cuttings of the rubber stopper from fresenius containers when using bd microlance 3. Customer gives a total of 4 bottles with punched rubber (floating in the liquid) for examination.